Event description:
The customer reported that while running an antibody screening assay, summit sample handler did not pipette the correct amount of sample in well position c7 and no error message was generated. A field service engineer was dispatched and could not duplicate the event. Fse replaced the tip clamps in positions 7, 11, amd 12. No death or serious injury was associated with this event.